Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was extracted due to concerns of micro perforation. An echocardiogram and a computer tomography (CT) scan were performed, but a perforation was never confirmed. The lead was removed and replaced. No additional adverse patient effects were reported.